Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. At the time, the patient had received a left ventricular assist device. The device was reprogrammed and the therapy was programmed off. There were no additional adverse patient effects.